Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system monitor showed multiple instances of driveline faults. The log files showed intermittent driveline faults from 05may2022 to 26may2022. Submitted imaging showed 3 areas of concern on the external portion of the driveline, occurring about every 6 inches. The internal image was unremarkable. Additional log files captured intermittent driveline faults starting 11may2022 through 02jun2022. Phase 3 was showing a possible compromised wire. The patient received a driveline repair on 09jun2022 and later that day had another driveline fault. Log files confirmed a driveline fault at 5:46 pm, as well as five more the following morning between 4:09 am and 5:47 am. The phase data still indicated that there was damage to the red wire, likely at an internal location. Healthcare providers noted that the driveline fault did not alert on the system controller. Related manufacturer's reference number for the heartmate ii lvas: 2916596-2022-11349

Manufacturer narrative:
Manufacturer's investigation conclusion: the hm2 system controller, serial (B)(6), was not returned for evaluation. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline fault. No further information was provided. The manufacturer is closing the file on this event.